Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. No intervention was reported and the patient was stable throughout.